Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Patient enrolled into the (B)(4). Patient death reported. The carotid stent procedure was performed on (B)(6) 2010. On (B)(6) 2010, the subject was found unresponsive and taken to the hospital. A cat scan showed a large intraparenchymal hemorrhage secondary to hemorrhagic stroke. Per the clinical event committee review, the death is not related to the protege and spiderfx, but was related to the procedure. Please reference MDR 2183870-2011-00024 for the protege rx used in the procedure.